Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed infection at the implant site and subsequently experienced loss of osseointegration resulting in fixture loss (date not reported). The patient was prescribed oral antibiotics (type and amount unknown) to treat infection. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6), 2013

Manufacturer narrative:
This fixture is not available for analysis.this report is filed august 30, 2013.